Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the tabletop illuminator ejected mid procedure. The staff used the auxiliary illuminator to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative noted system message (sm) [the table-top illuminator drawer is ejected. Please close the drawer to continue]. The customer reported that someone could have accidentally pressed the illuminator module eject button prior to system start-up. The company service representative inspected the illuminator latch mechanism and attempted to cause accidental ejection of the module through bumps, jarring the system, etc., but could not replicate the problem reported. The company service representative confirmed the lamp output. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).